Manufacturer narrative:
The insulin pump had button error alarm followed by unresponsive buttons due to corroded keypad traces. No display ramping on its own anomaly noted during testing. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with broken battery tube threads, cracked case at display window corners and reservoir tube, scratched lcd window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a button error alarm right after the insulin pump got exposed to moisture. The customer reported that there was crack around the battery compartment. The customer's blood glucose was 191 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.